Event description:
The initial reporter stated they received discrepant results for six patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas pro c 503 analytical unit. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a hba1c value of 16.5 %, which repeated as 14.5 %. The second sample initially resulted in a hba1c value of 8.65 %, which repeated as 6.07 %. The third sample initially resulted in a hba1c value of 7.07 %, which repeated as 5.53 %. The fourth sample initially resulted in a hba1c value of 13.5 %, which repeated as 12.0 %. The fifth sample initially resulted in a hba1c value of 8.88 %, which repeated as 5.79 %. The sixth sample initially resulted in a hba1c value of 10.1 %, which repeated as 8.47 %. The hba1c reagent lot number was 56866801, with an expiration date of 31-dec-2022.

Manufacturer narrative:
The probes were cleaned manually and a small clot was found in one of the sample probes. The clot was removed. Phone number was provided as (B)(6).

Manufacturer narrative:
The engineer replaced the sample probe but the hardware check obtained failing results. The engineer performed an adjustment to the sample probe. The application specialist performed precision testing, calibration, and qc with acceptable results. The engineer confirmed correct rinsing. The cells and lamp were exchanged. The test and analyzer were confirmed to be running back within specifications. A reagent issue could be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.